Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's airflow was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device's air path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's airflow was low. There was no harm or injury reported.     The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated, the sponge of the air inlet path assembly was observed to be peeled off. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.